Event description:
It was reported that two side-firing surgical fibers used during a prostate procedure, were observed to be forward firing. No additional information was available. There was no report of patient injury. This report is for fiber number 1.

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted. Reference MFR number: 2937094-2013-00973.